Manufacturer narrative:
Additional information: d10. The reported field event of oversensing and noise was confirmed. A partial lead with the distal tip measuring 47.0/47.5 cm (lead body insulation/cables) was returned for analysis. External insulation abrasion was noted at 44.0-44.6 cm from the distal tip consistent with lead friction to the ICD can. The etfe coating was intact at these locations. The cause of the reported events was due to the external insulation abrasion.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Interrogation revealed that the right ventricular lead exhibited oversensing of noise. The lead was explanted and replaced. The patient had no adverse consequences.